Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 144 mg/dl. Customer thought the tubing may have been bent and after straightening out tubing, occlusion alarm did not reoccur. Customer resumed pump therapy.